Event description:
The customer reported that the system displayed a poor quality image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the reported problem and reseated the image processor printed circuit board. The system was tested and found to be working as intended and put back into service.